Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be the expulsor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump indicated that all 150 mls of chemotherapy had been administered, but 30 mls remained in the bag. Per reporter there were no alarms during the infusion. No adverse patient effects were reported. Per reporter no additional information is available.

Manufacturer narrative:
Other, other text: additional contact information: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.